Manufacturer narrative:
On the customer feedback management form, the answer to the question ¿actual harm (q49)¿ is answered ¿yes.¿ therefore, the answer to the report of death/injury question is answered ¿yes¿. No clarification on this information was provided. Multiple attempts have been made to try to obtain further information about this case, but the engineer contacted the hospital many times, but the call was rejected, they were unable to find out the exact condition of the machine and the hospital has not bought any machine. No further information was able to be obtained. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60 reporting that the patient had dyspnea and was attached to the ventilator, but the dyspnea was not relieved, and the pressure of the ventilator was found to be insufficient after examination. The complaint record further indicates that the patient is on a ventilator and the pressure is insufficient, resulting in the patient being unable to relieve symptoms.

Manufacturer narrative:
Reporter phone number: (B)(6).